Event description:
It was reported that the touchscreen of the pump was cracked, making the screen unreadable. There was no reported impact on the customer's blood glucose level. The customer was provided with a replacement pump.